Event description:
This is a spontaneous case report received from a lawyer in the united states on 10-aug-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011 for permanent sterilization. On an unspecified date the consumer experienced sharp stabbing pelvic pains, heavy bleeding, incontinence, dysuria, painful bloating, irregular menses, painful menses, frequent bouts of bacterial vaginosis, weight gain, loss of libido, mood swings, discharge, hot flashes, painful intercourse, back pain and twisting pain in her fallopian tubes. On (B)(6) 2016, she removed her uterus, cervix and fallopian tubes because of the complications and medical issues she experienced from the essure. Company causality comment: this case report was received from a lawyer on behalf of a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented sharp stabbing pelvic pains and heavy bleeding, serious events due to medical importance and listed in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, consumer experienced sharp stabbing pelvic pains and heavy bleeding during essure's use. She removed her uterus, cervix and fallopian tubes because of the complications and medical issues she experienced from the essure, 5 years after insertion. This case was regarded as incident, since device removal was required. Other non-serious events were reported. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp stabbing pelvic pains'), genital haemorrhage ('heavy bleeding/abnormal bleeding/ abnormal bleeding (general)'), lung neoplasm malignant ('cancer/ lung cancer') and cholecystectomy ('gall bladder removal') in a 35-year-old female patient who had essure (batch no. 774378) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "birth controls used after essure placement: none". The patient's medical history included gravida ii, parity 2 (((B)(6) 2002, (B)(6) 2010)), abortion, lower abdominal discomfort, vaginal bleeding, thyroiditis, asthma bronchial, thyroid disorder, gerd, alcoholism and postural orthostatic tachycardia syndrome. (B)(6) 2011 : hysterosalpingogram : conclusion: normal post essure hysterosalpingogram. On (B)(6) 2013 : pelvis ultrasound : impression: no significant abnormality detected on complete pelvic ultrasound. On (B)(6) 2014 : thyroid ultrasound : impression: the thyroid gland is somewhat small in size. Inferiorly in the left lobe there is approximately a 1 cm partially cystic nodule. This would be amenable to percutaneous ultrasonically-guided thyroid fna which should be considered for further evaluation of this nodule. On (B)(6) 2016 : surgical pathological report : diagnosis: a. Gastric antrum, biopsy: benign antral mucosa. B. Distal esophagus, biopsy; normal squamous esophageal mucosa. C. Esophagus at 15cm biopsy: heterotopic gastric mucosa. On (B)(6) 2016 : surgical pathological report : diagnosis: gallbladder cholecystectomy, chronic cholecystitis. On (B)(6) 2016 : surgical pathological report : diagnosis: endometrium biopsy: late secretory phase endometrium. On (B)(6) 2016 : ultrasound : impression: no significant abnormality detected. On (B)(6) 2016 : surgical pathological report : final diagnosis: a. Soft tissue, anterior abdominal wall, biopsy: benign fibro adipose tissue. No endometriosis is seen. B. Uterus arid bilateral fallopian tubes, resection: 1. Foreign material consistent with essure devices. 2. Secretory phase endometrium. 3. Paratubal cysts. Microscopic description: a. Multiple sections show adipose and fibrous tissue with scant vascular structures. B. Cervix sections show no significant histopathologic changes. The endometrium is remarkable for small to intermediate sized, irregular and scalloped glands with luminal secretions. No evidence of endornetriosis or adenomyosis is seen. Fallopian tube sections show small paratubal cysts lined by flattened to low cuboidal epithelium without atypia. No inflammatory infiltrates are noted. Specimen: a: soft tissue, anterior abdominal wall, biopsy b: uterus and bilateral fallopian tubes, resection gross: a. Soft tissue, anterior abdominal wall, biopsy: received labeled with the patient¿s name is a 1 x 0.1 x 0.1 cm fragment of gray-tan tissue which is submitted in one cassette. B. Uterus and bilateral fallopian tubes, resection: received labeled with the patient¿s name, is a 95 gm uterus with attached cervix and attached bilateral adnexa. The uterus and cervix measure 8.2 x 4.8 x 3.8 cm. Uterine serosa is pink-tan and smooth. Ectocervical mucosa is white and glistening with a gaping external os measuring 1.3 cm in greatest dimension. Bisecting shows a non-dilated uterine cavity lined by red to pink endometrium, measuring 0.2 cm in thickness the unremarkable myometrium measures up to 1.8 cm in thickness. Visible at the bilateral cornu areas are twisted metal wires compatible with essure devices. The adnexa consist of bilateral fimbriated oviducts with the right measuring 6.8 x 1.3 cm and the left 6.4 x 0.9 cm. Two paratubal cysts are present near the rightfimbria with the larger 0.7 cm in greatest dimension. The metal essure devices are present approximately one-fourth of the way into the proximal end of the tubes. Sections submitted include: b1 anterior cervix; b2 posterior cervix; b3-b4 endo- and myometrium0 b5 sampled right oviduct; and b6 sampled left oviduct. Previously administered products included for an unreported indication: depo provera, vicodin, prednisone, buspirone and wellbutrin. Past adverse reactions to the above products included anaphylactic reaction with vicodin; dizziness with buspirone; and palpitations with prednisone and wellbutrin. Concurrent conditions included graves' disease since 2002, procedural pain, palpitations, dizzy, hypothyroidism, hand pain, arthralgia multiple, general body pain, myalgia, sleeplessness, menometrorrhagia, vomiting, ovarian cyst, shortness of breath, chest pain, syncope, tiredness, rash, nicotine dependence, dyspnea, menses irregular, concentration loss, constipation, allergic reaction to analgesics, hypoglycemia, tinnitus, glucose low, vaginal itching, anemic, wound drainage, bipolar disorder and hypotension. Family history included depression (mother), heart disorder (mother), uterine cancer (mother), ovarian cancer (mother), stroke (mother), alcohol abuse (mother), diabetes (mother), osteoporosis (mother), arthritis (mother), migraine (mother), headache (mother), multiple sclerosis (mother), fibromyalgia (mother), anxiety (mother) and parkinson's disease (mother). Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as buspirone hydrochloride (buspar), dicycloverine (dicyclomine), escitalopram oxalate (lexapro), levothyroxine since 2002 and paracetamol (tylenol) since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("urinary tract infection"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating/gi condition"), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses/ dysmenorrhea (cramping)"), bacterial vaginosis ("frequent bouts of bacterial vaginosis") with vaginal discharge and dyspareunia, loss of libido ("loss of libido"), mood swings ("mood swings"), back pain ("back pain"), adnexa uteri pain ("twisting pain in her fallopian tubes"), abdominal pain lower ("cramps"), nausea ("nausea"), fatigue ("fatigue"), anxiety ("anxiety"), thyroid disorder ("thyroid"), emphysema ("emphysema"), abdominal pain ("abdominal pain"), blood disorder ("blood or heart disorder"), cardiac disorder ("blood or heart disorder"), psychological trauma ("psych injury"), bladder disorder ("bladder probs."), urinary tract disorder ("urinary probs."), vaginal infection ("vaginal infection") and nervous system disorder ("nuero cond/prob"), was found to have weight increased ("weight gain"), lung neoplasm malignant (seriousness criterion medically significant) and hormone level abnormal ("hormonal changes") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (she had hysterectomy with bilateral salpingectomy -laparoscopic assisted). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, back pain and abdominal pain had resolved and the genital haemorrhage, incontinence, dysuria, abdominal distension, menstruation irregular, bacterial vaginosis, weight increased, loss of libido, mood swings, hot flush, adnexa uteri pain, abdominal pain lower, nausea, fatigue, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, headache, lung neoplasm malignant, anxiety, thyroid disorder, emphysema, blood disorder, cardiac disorder, psychological trauma, bladder disorder, urinary tract disorder, vaginal infection, hormone level abnormal, nervous system disorder and cholecystectomy outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, anxiety, back pain, bacterial vaginosis, bladder disorder, blood disorder, cardiac disorder, cholecystectomy, dysmenorrhoea, dysuria, emphysema, fatigue, genital haemorrhage, headache, hormone level abnormal, hot flush, incontinence, loss of libido, lung neoplasm malignant, menorrhagia, menstruation irregular, migraine, mood swings, nausea, nervous system disorder, pelvic pain, psychological trauma, thyroid disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: mr- right - 8 coils noted, left- 4 coils noted patient underwent la-tvh with bilateral salpingectomy without bilateral oophorectomy, with cystoscopy. Discrepancy noted as essure removal date (B)(6) 2016. Received treatment for abdominal pain, blood disorder, heart disorder, psych injury, bladder probs., urinary probs., vaginal infection, hormonal changes, nuero condi/ prob, gall bladder removal, pelvic pain, dysmenorrhea, back pain, menorrhagia, gen. Abnorm. Bleed, fatigue, gi condition, migraine, headaches, nausea, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; anxiety, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New events added: abdominal pain, blood disorder, heart disorder, psych injury, bladder probs., urinary probs., vaginal infection, hormonal changes, nuero condi/ prob, gall bladder removal. Outcome of the previously added events pelvic pain, dysmenorrhea, back pain were updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains") and genital haemorrhage ("heavy bleeding/abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis") with vaginal discharge and dyspareunia, weight increased ("weight gain"), loss of libido ("loss of libido"), mood swings ("mood swings"), hot flush ("hot flashes"), back pain ("back pain"), adnexa uteri pain ("twisting pain in her fallopian tubes"), abdominal pain lower ("cramps"), nausea ("nausea") and fatigue ("fatigue"). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, incontinence, dysuria, abdominal distension, menstruation irregular, dysmenorrhoea, bacterial vaginosis, weight increased, loss of libido, mood swings, hot flush, back pain, adnexa uteri pain, abdominal pain lower, nausea and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, back pain, bacterial vaginosis, dysmenorrhoea, dysuria, fatigue, genital haemorrhage, hot flush, incontinence, loss of libido, menstruation irregular, mood swings, nausea, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-nov-2017: summon received. Reporter information was updated. Essure implantation date was added. Event: cramps, nausea, fatigue, abnormal bleeding was clubbed with heavy bleeding and pain clubbed with sharp stabbing pelvic pains. Event outcome were unknown. Reporter assessed events were related to essure. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains"), genital haemorrhage ("heavy bleeding/abnormal bleeding/ abnormal bleeding (general)") and lung neoplasm malignant ("cancer/ lung cancer") in a female patient who had essure (batch no. 774378) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ( ((B)(6) 2002, (B)(6) 2010)) and abortion. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included graves' disease since 2002. Concomitant products included levothyroxine since 2002. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("urinary tract infection"), migraine ("migraines") and headache ("headaches"). In 2011, the patient started tylenol [paracetamol] at an unspecified dose and frequency. On an unknown date, the patient experienced incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses/ dysmenorrhea (cramping)"), bacterial vaginosis ("frequent bouts of bacterial vaginosis") with vaginal discharge and dyspareunia, weight increased ("weight gain"), loss of libido ("loss of libido"), mood swings ("mood swings"), back pain ("back pain"), adnexa uteri pain ("twisting pain in her fallopian tubes"), abdominal pain lower ("cramps"), nausea ("nausea"), fatigue ("fatigue"), lung neoplasm malignant (seriousness criterion medically significant), anxiety ("anxiety"), thyroid disorder ("thyroid"), emphysema ("emphysema") and treatment noncompliance ("birth controls used after essure placement: none"). The patient was treated with surgery (she had hysterectomy with bilateral salpingectomy -laparoscopic assisted). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, incontinence, dysuria, abdominal distension, menstruation irregular, dysmenorrhoea, bacterial vaginosis, weight increased, loss of libido, mood swings, hot flush, back pain, adnexa uteri pain, abdominal pain lower, nausea, fatigue, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, headache, lung neoplasm malignant, anxiety, thyroid disorder, emphysema and treatment noncompliance outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, anxiety, back pain, bacterial vaginosis, dysmenorrhoea, dysuria, emphysema, fatigue, genital haemorrhage, headache, hot flush, incontinence, loss of libido, lung neoplasm malignant, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, thyroid disorder, treatment noncompliance, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion . Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-feb-2018: new events added: abnormal bleeding (vaginal, menorrhagia), urinary tract infection, migraines / headaches, cancer/ lung cancer, anxiety, thyroid, emphysema, birth controls used after essure placement: none. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains"), genital haemorrhage ("heavy bleeding/abnormal bleeding/ abnormal bleeding (general)") and lung neoplasm malignant ("cancer/ lung cancer") in a (B)(6) year-old female patient who had essure (batch no. 774378) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (((B)(6) 2002, (B)(6) 2010)), abortion, lower abdominal discomfort, vaginal bleeding, thyroiditis, asthma bronchial, thyroid disorder, gerd, alcoholism and postural orthostatic tachycardia syndrome. Previously administered products included for an unreported indication: depo provera, vicodin, prednisone, buspirone and wellbutrin. Past adverse reactions to the above products included anaphylactic reaction with vicodin; dizziness with buspirone; and palpitations with prednisone and wellbutrin. Concurrent conditions included graves' disease since 2002, procedural pain, palpitations, dizzy, hypothyroidism, hand pain, arthralgia multiple, general body pain, myalgia, sleep unwell, menometrorrhagia, vomiting, ovarian cyst, shortness of breath, chest pain, syncope, tiredness, rash, tobacco user, dyspnea, menses irregular, concentration loss, constipation, drug hypersensitivity, hypoglycemia, tinnitus, glucose low, vaginal itching, anemic and wound drainage. Family history included depression (mother), heart disorder (mother), uterine cancer (mother), ovarian cancer (mother), stroke (mother), alcohol abuse (mother), diabetes (mother), osteoporosis (mother), arthritis (mother), migraine (mother), headache (mother), multiple sclerosis (mother), fibromyalgia (mother), anxiety (mother) and parkinson's disease (mother). Concomitant products included medroxyprogesterone (depo provera) for contraception as well as dicycloverine (dicyclomine), escitalopram oxalate (lexapro), levothyroxine since 2002 and paracetamol (tylenol) since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("urinary tract infection"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses/ dysmenorrhea (cramping)"), bacterial vaginosis ("frequent bouts of bacterial vaginosis") with vaginal discharge and dyspareunia, weight increased ("weight gain"), loss of libido ("loss of libido"), mood swings ("mood swings"), back pain ("back pain"), adnexa uteri pain ("twisting pain in her fallopian tubes"), abdominal pain lower ("cramps"), nausea ("nausea"), fatigue ("fatigue"), lung neoplasm malignant (seriousness criterion medically significant), anxiety ("anxiety"), thyroid disorder ("thyroid"), emphysema ("emphysema") and treatment noncompliance ("birth controls used after essure placement: none"). The patient was treated with surgery (she had hysterectomy with bilateral salpingectomy -laparoscopic assisted). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, incontinence, dysuria, abdominal distension, menstruation irregular, dysmenorrhoea, bacterial vaginosis, weight increased, loss of libido, mood swings, hot flush, back pain, adnexa uteri pain, abdominal pain lower, nausea, fatigue, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, headache, lung neoplasm malignant, anxiety, thyroid disorder, emphysema and treatment noncompliance outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, anxiety, back pain, bacterial vaginosis, dysmenorrhoea, dysuria, emphysema, fatigue, genital haemorrhage, headache, hot flush, incontinence, loss of libido, lung neoplasm malignant, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, thyroid disorder, treatment noncompliance, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: mr- right - 8 coils noted, left- 4 coils noted patient underwent la-tvh with bilateral salpingectomy without bilateral oophorectomy, with cystoscopy diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. (B)(6) 2011 : hysterosalpingogram : conclusion: normal post essure hysterosalpingogram. (B)(6) 2013 : pelvis ultrasound : impression: no significant abnormality detected on complete pelvic ultrasound. (B)(6) 2014 : thyroid ultrasound : impression: the thyroid gland is somewhat small in size. Inferiorly in the left lobe there is approximately a 1 cm partially cystic nodule. This would be amenable to percutaneous ultrasonically-guided thyroid fna which should be considered for further evaluation of this nodule. (B)(6) 2016 : surgical pathological report : diagnosis: gastric antrum, biopsy: benign antral mucosa. Distal esophagus, biopsy; normal squamous esophageal mucosa. C. Esophagus at 15cm biopsy: heterotopic gastric mucosa. (B)(6) 2016 : surgical pathological report : diagnosis: gallbladder cholecystectomy, chronic cholecystitis. (B)(6) 2016 : surgical pathological report : diagnosis: endometrium biopsy: late secretory phase endometrium. (B)(6) 2016 : ultrasound : impression: no significant abnormality detected. (B)(6) 2016 : surgical pathological report : final diagnosis: soft tissue, anterior abdominal wall, biopsy: benign fibro adipose tissue. No endometriosis is seen. Uterus arid bilateral fallopian tubes, resection: foreign material consistent with essure devices. Secretory phase endometrium. Paratubal cysts. Microscopic description: multiple sections show adipose and fibrous tissue with scant vascular structures. Cervix sections show no significant histopathologic changes. The endometrium is remarkable for small to intermediate sized, irregular and scalloped glands with luminal secretions. No evidence of endornetriosis or adenomyosis is seen. Fallopian tube sections show small paratubal cysts lined by flattened to low cuboidal epithelium without atypia. No inflammatory infiltrates are noted. Specimen: soft tissue, anterior abdominal wall, biopsy. Uterus and bilateral fallopian tubes, resection. Gross: soft tissue, anterior abdominal wall, biopsy: received labeled with the patient¿s name is a 1 x 0.1 x 0.1 cm fragment of gray-tan tissue which is submitted in one cassette. Uterus and bilateral fallopian tubes, resection: received labeled with the patient¿s name, is a 95 gm uterus with attached cervix and attached bilateral adnexa. The uterus and cervix measure 8.2 x 4.8 x 3.8 cm. Uterine serosa is pink-tan and smooth. Ectocervical mucosa is white and glistening with a gaping external os measuring 1.3 cm in greatest dimension. Bisecting shows a non-dilated uterine cavity lined by red to pink endometrium, measuring 0.2 cm in thickness the unremarkable myometrium measures up to 1.8 cm in thickness. Visible at the bilateral cornu areas are twisted metal wires compatible with essure devices. The adnexa consist of bilateral fimbriated oviducts with the right measuring 6.8 x 1.3 cm and the left 6.4 x 0.9 cm. Two paratubal cysts are present near the rightfimbria with the larger 0.7 cm in greatest dimension. The metal essure devices are present approximately one-fourth of the way into the proximal end of the tubes. Sections submitted include: b1 anterior cervix; b2 posterior cervix; b3-b4 endo- and myometrium0 b5 sampled right oviduct; and b6 sampled left oviduct. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 5-feb-2018: case became medically significant. Historical condition and drug, concomittant condition and drug, family history, lab data, reporter added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains"), genital haemorrhage ("heavy bleeding/abnormal bleeding/ abnormal bleeding (general)") and lung neoplasm malignant ("cancer/ lung cancer") in a 35-year-old female patient who had essure (batch no. 774378) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "birth controls used after essure placement: none". The patient's past medical history included gravida ii, parity 2 (((B)(6) 2002, (B)(6) 2010)), abortion, lower abdominal discomfort, vaginal bleeding, thyroiditis, asthma bronchial, thyroid disorder, gerd, alcoholism and postural orthostatic tachycardia syndrome. Previously administered products included for an unreported indication: depo provera, vicodin, prednisone, buspirone and wellbutrin. Past adverse reactions to the above products included anaphylactic reaction with vicodin; dizziness with buspirone; and palpitations with prednisone and wellbutrin. Concurrent conditions included graves' disease since 2002, procedural pain, palpitations, dizzy, hypothyroidism, hand pain, arthralgia multiple, general body pain, myalgia, sleeplessness, menometrorrhagia, vomiting, ovarian cyst, shortness of breath, chest pain, syncope, tiredness, rash, nicotine dependence, dyspnea, menses irregular, concentration loss, constipation, allergic reaction to analgesics, hypoglycemia, tinnitus, glucose low, vaginal itching, anemic and wound drainage. Family history included depression (mother), heart disorder (mother), uterine cancer (mother), ovarian cancer (mother), stroke (mother), alcohol abuse (mother), diabetes (mother), osteoporosis (mother), arthritis (mother), migraine (mother), headache (mother), multiple sclerosis (mother), fibromyalgia (mother), anxiety (mother) and parkinson's disease (mother). Concomitant products included medroxyprogesterone (depo provera) for contraception as well as dicycloverine (dicyclomine), escitalopram oxalate (lexapro), levothyroxine since 2002 and paracetamol (tylenol) since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("urinary tract infection"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses/ dysmenorrhea (cramping)"), bacterial vaginosis ("frequent bouts of bacterial vaginosis") with vaginal discharge and dyspareunia, weight increased ("weight gain"), loss of libido ("loss of libido"), mood swings ("mood swings"), back pain ("back pain"), adnexa uteri pain ("twisting pain in her fallopian tubes"), abdominal pain lower ("cramps"), nausea ("nausea"), fatigue ("fatigue"), lung neoplasm malignant (seriousness criterion medically significant), anxiety ("anxiety"), thyroid disorder ("thyroid") and emphysema ("emphysema"). The patient was treated with surgery (she had hysterectomy with bilateral salpingectomy -laparoscopic assisted). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, incontinence, dysuria, abdominal distension, menstruation irregular, dysmenorrhoea, bacterial vaginosis, weight increased, loss of libido, mood swings, hot flush, back pain, adnexa uteri pain, abdominal pain lower, nausea, fatigue, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, headache, lung neoplasm malignant, anxiety, thyroid disorder and emphysema outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, anxiety, back pain, bacterial vaginosis, dysmenorrhoea, dysuria, emphysema, fatigue, genital haemorrhage, headache, hot flush, incontinence, loss of libido, lung neoplasm malignant, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, thyroid disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: mr- right: 8 coils noted, left- 4 coils noted patient underwent la-tvh with bilateral salpingectomy without bilateral oophorectomy, with cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2011: total bilateral occlusion. (B)(6) 2011 : hysterosalpingogram : conclusion: normal post essure hysterosalpingogram. (B)(6) 2013 : pelvis ultrasound : impression: no significant abnormality detected on complete pelvic ultrasound. (B)(6) 2014 : thyroid ultrasound : impression: the thyroid gland is somewhat small in size. Inferiorly in the left lobe there is approximately a 1 cm partially cystic nodule. This would be amenable to percutaneous ultrasonically-guided thyroid fna which should be considered for further evaluation of this nodule. (B)(6) 2016 : surgical pathological report : diagnosis: a. Gastric antrum, biopsy: benign antral mucosa. B. Distal esophagus, biopsy; normal squamous esophageal mucosa. C. Esophagus at 15cm biopsy: heterotopic gastric mucosa. (B)(6) 2016: surgical pathological report : diagnosis: gallbladder cholecystectomy, chronic cholecystitis. (B)(6) 2016: surgical pathological report : diagnosis: endometrium biopsy: late secretory phase endometrium. (B)(6) 2016: ultrasound : impression: no significant abnormality detected. (B)(6) 2016: surgical pathological report : final diagnosis: a. Soft tissue, anterior abdominal wall, biopsy: benign fibro adipose tissue. No endometriosis is seen. B. Uterus arid bilateral fallopian tubes, resection foreign material consistent with essure devices. Secretory phase endometrium. Paratubal cysts. Microscopic description: multiple sections show adipose and fibrous tissue with scant vascular structures. Cervix sections show no significant histopathologic changes. The endometrium is remarkable for small to intermediate sized, irregular and scalloped glands with luminal secretions. No evidence of endometriosis or adenomyosis is seen. Fallopian tube sections show small paratubal cysts lined by flattened to low cuboidal epithelium without atypia. No inflammatory infiltrates are noted. Specimen: a: soft tissue, anterior abdominal wall, biopsy b: uterus and bilateral fallopian tubes, resection gross: soft tissue, anterior abdominal wall, biopsy: received labeled with the patient¿s name is a 1 x 0.1 x 0.1 cm fragment of gray-tan tissue which is submitted in one cassette. Uterus and bilateral fallopian tubes, resection: received labeled with the patient¿s name, is a 95 gm uterus with attached cervix and attached bilateral adnexa. The uterus and cervix measure 8.2 x 4.8 x 3.8 cm. Uterine serosa is pink-tan and smooth. Ectocervical mucosa is white and glistening with a gaping external os measuring 1.3 cm in greatest dimension. Bisecting shows a non-dilated uterine cavity lined by red to pink endometrium, measuring 0.2 cm in thickness the unremarkable myometrium measures up to 1.8 cm in thickness. Visible at the bilateral cornu areas are twisted metal wires compatible with essure devices. The adnexa consist of bilateral fimbriated oviducts with the right measuring 6.8 x 1.3 cm and the left 6.4 x 0.9 cm. Two paratubal cysts are present near the right fimbria with the larger 0.7 cm in greatest dimension. The metal essure devices are present approximately one-fourth of the way into the proximal end of the tubes. Sections submitted include: b1 anterior cervix; b2 posterior cervix; b3-b4 endo- and myometrium0 b5 sampled right oviduct; and b6 sampled left oviduct. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow up information received on 15-sep-2016: quality-safety evaluation of product technical complaint (ptc). (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented sharp stabbing pelvic pains and heavy bleeding, serious events due to medical importance and listed in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, consumer experienced sharp stabbing pelvic pains and heavy bleeding during essure's use. She removed her uterus, cervix and fallopian tubes because of the complications and medical issues she experienced from the essure, 5 years after insertion. This case was regarded as incident, since device removal was required. Other non-serious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.